Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received multiple temperature alarms while the pump was plugged in to be charged. The battery level had gone from 15% to 100% about the time of the temperature alarm. There was no impact to blood glucose. Customer indicated insulin injections would be used for back up therapy.

Manufacturer narrative:
(B)(4).